Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The pump is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient is a truck driver and reportedly had "ended up at like 4 (B)(6) hospitals before finally [returning to (B)(6)]" where the patient was admitted on (B)(6) 2015 with complaints of chest pain, unsteady gait and left flank/rib pain which worsened with inspiration. The patient had been on warfarin and had therapeutic inrs at the time of admission. The patient was started on an angiomax infusion. The ldh levels reportedly were up and down, ranging between 441 u/l and 786 u/l. Due to suspected thrombosis, the patient's physicians clamped the pump inflow and outflow grafts and turned the pump off. The patient reportedly decompensated and was listed as status 1a for transplant. The patient had been discharged on an unspecified date and was readmitted on (B)(6) 2015 secondary to hypotension. The patient received a heart transplant on (B)(6) 2015.